Event description:
As reported by the 15 annual conference of the society of interventional cardiology in other country, this patient presented to cath and was treated with an unidentified cypher stent. After an unidentified period following the procedure, stent fracture was found in a location that served as hinges during vessel movement in the cardiac contraction cycle. Please note that this product, (lot no. Unk) is not distributed in the united states. However, it is similar to the united states distributed device. This product is also available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Ni